Event description:
Affiliate reported that the customer was hospitalized for dka. It was also reported that the device had partial display and multiple no delivery alarms.

Manufacturer narrative:
Currently it is unk whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Co therefore considers this report complete.